Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Tandem technical support instructed the customer to disconnect from site and prime out air using the fill tubing feature. Customer¿s blood glucose level was 300 mg/dl to 598 mg/dl. Bg was addressed via correction bolus, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.